Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with freestyle libre sensor. Customer reported receiving unspecified low sensor scan results compared to unspecified readings obtained on another adc device. Customer experienced "dizziness, sickness, and vomiting" and reported his "ketone levels" were elevated. Customer reported "the glucose level as 14 (mmol/l) and after couple of hours it raised to 24 (mmol/l)".customer self-treated but his ketone levels continued to rise so paramedics were called and upon their arrival, customer was transported to a hospital where he was treated with intravenous fluids and released the following day. There was no report of death or permanent injury associated with this event.